Event description:
It was reported that the patient presented for lead revision procedure. It was noted that the right ventricular (rv) lead exhibited high capture threshold with subsequent loss of capture. During the lead repositioning procedure, the pacemaker header set screw could not be loosened, which prevented removal of the rv lead. The pacemaker header was broken using a wire clipper to release the rv lead. The rv lead was dismantled at the proximal end to retract the helix. Both pacemaker and rv lead were explanted and replaced. The patient was in stable condition.